Event description:
The pt's spouse called to report this incident. The pt's spouse stated that the spouse found the pt on the couch and the pt was delirious and sweaty. The pt's spouse used the suspect device to check the pt's blood glucose and the result was 115mg/dl. The pt's spouse took the pt to the hospital and the hosptial check the pt's blood glucose with their own meter and the result was 65mg/dl compared to the suspect device which now read 129mg/dl. The pt was given an IV to increase the pt's blood glucose and monitored hourly. The next day, the pt delivered twin babies. The pt had been pregnant with gestational diabetes. A level 1 glucose control was used on the system and the control fell within the acceptable range. The suspect device was offered to be replaced with new product and the reporter declined. Therefore, no return is expected for MFR eval.